Event description:
The customer reported temperature light now working. The customer reported that they increased the cycle time. The customer stated that they did not have any reports of patient injury. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the reservoir tank with the heater and verified proper operation. He verified that the system met specifications. He ran an empty wash and disinfect cycle that passed okay.